Manufacturer narrative:
The device history record for the reported lot number, cm 0267001, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A physical sample was provided. The reported failure was not observed in the lab on the returned et (endo-tracheal) tube device. Root cause could not be determined. All information reasonably known as of 02-nov-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 27-jan-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. Device not returned.

Event description:
Avanos medical received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the first of three reports. Refer to 3011270181-2022-00093 for the second event. Refer to 3011270181-2022-00094 for the third event. It was reported that the endotracheal tube kinked, causing inadequate ventilation and not possible to pass a suction catheter through. Patient was intubated, but adequate ventilation could not be established. The patient was reported to be on ECMO (extracorporeal membrane oxygenation) however, it is unknown if the reported issue is why the patient is on ECMO. Additional information received 14-dec-2022 stated the endotracheal tube [ett] was in place 6-hours prior to the ett kinking. The patient is currently on extracorporeal life support (ecls). The tube was not altered in anyway prior to the reported incident occurring. The ett was suctioned once during this time. The ett was secured with an etad (endotracheal tube attachment device) and the position was not changed during this time. The patient was changed to hfov (high-frequency oscillatory ventilation) from conventional ventilation for approximately 70-minutes due to increasing ventilatory support as patient was not being ventilated effectively with the unknown kinked ett.